Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent a procedure with a coolflow pump and the patient possibly suffered an air embolism which did not require any medical or surgical intervention. It was suspected that the coolflow pump let bubbles go through to the patient as the bubbles were quite far passed the sensors when the bubble error populated and the system stopped. The bubbles were about 10cm before they entered through the catheter. There was also an error of ¿low flow going through.¿ the nurse inspected the tubing throughout the last 10 minutes of the procedure which was then completed. The patient had symptoms of feeling very weak after he woke up from the general anesthesia. The patient made full recovery although relatively slow to recover from the general anesthesia and the cause for this was unclear. The patient did not require extended hospitalization. There were no problems with the other biosense webster systems. The device was evaluated and no error was found. The device was within specification. During testing, screws for fastening bubble sensors were contaminated so they were replaced as well as the bubble sensors as a precaution. The contamination did not contribute to the failure. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction was found with the device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: thermocool smart touch d-f catheter. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Ep - shuttle rf generator system - 100w, model #: 39d-76x, serial #: (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent a procedure with a coolflow pump and the patient possibly suffered an air embolism which did not require any medical or surgical intervention. It was suspected that the coolflow pump let bubbles go through to the patient as the bubbles were quite far passed the sensors when the bubble error populated and the system stopped. The bubbles were about 10cm before they entered through the catheter. There was also an error of &#49935;w flow going through.&#55316;he nurse inspected the tubing throughout the last 10 minutes of the procedure which was then completed. The patient had symptoms of feeling very weak after he woke up from the general anesthesia. The patient made full recovery although relatively slow to recover from the general anesthesia and the cause for this was unclear. The patient did not require extended hospitalization. There were no problems with the other biosense webster systems. Since an air embolism which is a serious injury was suspected, this event will be conservatively reported.